Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-1200, serial #: (B)(4), description: precision montage MRI ipg sterile kit.

Event description:
A report was received that the patient was experiencing wound healing impairment. It was noted that the edges of the wound were not closing as expected. The patient underwent a pocket revision procedure. No infection noted. The patient was doing well post-operatively.